Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information that the customer was performing a patient procedure and reported smoke coming from the gantry. The procedure was halted and the patient was removed from the scan room. There was no report of any harm to a patient, operator, or bystander due to this reported event. The customer did not report any visible fire and stated there was no visible damage to the gantry exterior. The fire department was not called, no fire alarms were activated. Philips service confirmed there was indications of smoke and a fire in the gantry and confirmed that any fire in the gantry was contained within the gantry.